Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose value was 535 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual shots. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did mention symptoms related to high blood glucose event such as nausea and pain in shoulder and back. Customer was not alleging insulin pump was under delivering. Customer reported that they have contacted their healthcare professional regarding the high blood glucose level. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. Customer stated that the auto mode feature was on. Customer stated that insulin pump failed the repeated high performance test. Customer stated that they had found one air bubble in the tubing. The insulin pump will be returned for analysis while the reservoir and sensor will not be returned for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functioning properly. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.